Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Initial attempts to resolve the issue included cleaning speaker holes and reconnecting the current cartridge, which were unsuccessful. However, after loading a new cartridge as instructed by technical support, the pump resumed normal operation without further alarms, indicating the original cartridge did not vent properly.